Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA #891355. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA#891355 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set was having retraction issues. This was discovered after use but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no. 367364, batch no. 8313921 & 8298831. It was reported that the push button was activated but did not result in the needle retracting back and therefore there is blood exposure. Upon removal of the device from the patient the ultratouch push button when activated does not result in the needle retracting back and therefore there is blood exposure.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8313921, medical device expiration date: 2020-11-30, device manufacture date: 2018-11-09. Medical device lot #: 8298831, medical device expiration date: 2020-10-31, device manufacture date: 2018-10-25. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set was having retraction issues. This was discovered after use but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no. 367364, batch no. 8313921 & 8298831. It was reported that the push button was activated but did not result in the needle retracting back and therefore there is blood exposure. Upon removal of the device from the patient the ultratouch push button when activated does not result in the needle retracting back and therefore there is blood exposure.